Event description:
A malfunction alarm, specifically malfunction code 12, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer about a recommended software update to prevent future issues and assisted in resetting the pump, which successfully resolved the malfunction. The customer was able to resume insulin deliveries with no recurrence of the malfunction, and no additional actions were needed.